Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, when testing the device prior to a ureteroscopy with stone extraction procedure, an ncircle tipless stone extractor would not open correctly. The device did not make patient contact. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The male luer lock adapter (mlla) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.7cm in length. The basket sheath and support sheath were separated at the nose of the mlla. The support sheath measured 4.5cm. Approximately 40cm of coil was exposed. The coil assembly was severely kinked at the nose of the mlla. A kink in the basket sheath was noted 34.2cm from the distal tip. A function test determined the handle did not actuate basket formation. A document-based investigation evaluation was performed. No related nonconformances were recorded, and no additional lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a basket that was closed and could not be opened due to sheath damage. The yellow support sheath and basket sheath were both separated at the handle. The basket assembly was also bent 90 degrees at the same location. The extent and nature of the observed device damage would have prevented the device from being placed in the product tray during manufacturing. It is possible the device was inadvertently damaged during removal from the packaging or subsequent handling before use, but no details related to handling were known and the cause of the damage could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: materials manager. PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when testing the device prior to a ureteroscopy with stone extraction procedure, an ncircle tipless stone extractor would not open correctly. The device did not make patient contact. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.